Manufacturer narrative:
This event concerns a device that was manufactured and used outside the united states. Follow-up data were reviewed. Revision of the defibrillation system was recommended. No feedback was rec'd after this recommendation. In response to the warning letter that the united states food and drug administration issued to ela medical (2009), ela is filing this MDR at this time.

Event description:
Recorded episode in device memory were reviewed during the follow-up of this device. In 2007, 2 ventricular fibrillation episodes were terminated by a 34j shock. A third one was terminated spontaneously after 28 minutes, since 11 shocks were delivered without effect. For this last episode, no detailed info about the shocks was available in device memory, as expected.